Manufacturer narrative:
Updated.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to severe mitral stenosis and mild mitral regurgitation. Implant duration of the pre-existing surgical valve is approximately three (3) years, three months. The tmvr was successfully performed with a 26 mm valve with good results.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. Implant duration of the pre-existing surgical valve was approximately two (2) years. The tmvr was successfully performed with a 26 mm transcatheter valve with good results. No additional information was provided.